Manufacturer narrative:
#3: examination of the valve in co laboratory revealed one v-shaped, delaminated disruption in the node and one oval, delaminated disruption in the belly of the left-coronary cusp which exhibited evidence of abrasion, such as would occur in suture abrasion. However, in the absence of evidence for this abrasion, the source was indeterminable. These disruptions resulted in incomplete coaptation. Host tissue overgrowth excroached onto each leaflet resulting in stenosis of the effective orifice area. X-ray analysis revealed no apparent calcification. Slight distortion of the stent was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to leaflet disruption due to an indeterminable cause. These finding would account for the symptoms noted clinically.h6: 86= x-ray analysis.

Event description:
Insufficiency was reported.